Manufacturer narrative:
A patient death was reported to abbott. Event details describe health issues unrelated to the implanted system. Additionally, no dbs system complaints were reported nor were implanted products returned for analysis. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system. This death is not device or procedure related. A device history record was performed to review and confirm the sterility of devices.

Event description:
It was reported that the patient passed away within 30 days of an abbott procedure. The cause of death is unknown.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Additional information received reports that the patient had copd (chronic obstructive pulmonary disease) prior to their death.